Event description:
It was reported that within one day post implant, the patient was experiencing phrenic nerve stimulation due to the left ventricular lead. The stimulation occurred at each pacing vector and even at low outputs. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2003 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6). (B)(4).